Manufacturer narrative:
The customer indicated the devices were discarded.

Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets was being used for piggyback deliveries of an unspecified and were connected to unspecified primary tubing set. After unspecified lengths of time in use, the nurses noted that the secondary solution containers were half full; however, the solution containers were expected to be empty. The tubing sets were replaced and the therapies were returned. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.